Event description:
A medtronic representative reported the site had difficulty registering a patient while in a cranial procedure, the surgeon alleged an inaccuracy of 4 mm. The surgeon discontinued the use of navigation to complete the surgery. There was no impact on the patient outcome.

Manufacturer narrative:
No investigation has been performed as of the date of this report.